Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) due to the device not inflating. The patient did not experience any adverse events and was expecting positive results following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) due to the device not inflating. The patient did not experience any adverse events and was expecting positive results following the procedure.